Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA (B)(4)..

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. Events of dehiscence will only be reportable if any of the following occur: there is an allegation that a serious injury or death is related to the intervention performed to treat the dehiscence (intra-operative valve exchange or standard surgical techniques); there is an alleged malfunction of the device that led to serious injury or death; if intervention to treat the dehiscence was performed after the initial implant surgery. In this case, there was medical intervention to treat the dehiscence that was performed after the initial implant surgery. Reportable. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a patient that a 23mm aortic valve developed pvl and the stitches are "coming apart" after an implant duration of 8 years, 4 months. The patient stated that he was not having any symptoms and the current plan was for medical treatment for heart failure and a follow-up echo in three months. The patient had also underwent cardiac catheterization and was not a candidate for open-heart surgery due to copd and lung disease. In addition, he was told by the healthcare professional that a tavr procedure could not resolve the problem with the sutures.